Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to deploy late. A root cause could not be determined.

Event description:
It was reported that a patient¿s blood glucose (bg) reached greater than 250 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.